Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation therapy from her scs system. A company representative met with the patient and attempted to connect to the ipg but was unsuccessful. The patient's scs ipg was determined to be inoperable. Subsequently, the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.